Event description:
The surgeon reported, he performed a vitrectomy in 2009. The case was uneventful and completed as planned. An additional vitrectomy was required for the patient's proliferative diabetic retinopathy eleven days later. During the second surgery, the surgeon found the tip of the trocar in the patient's eye. The tip of the trocar was removed. The surgeon stated there was no patient harm.

Manufacturer narrative:
The sample was received and in house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available.